Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a rotator cuff repair procedure the insertion shaft of the healicoil anchor broke off when it was pulled out. The broken piece was removed from the patient with the use of a grasper. The procedure was able to be completed with this anchor. The minimal procedural impact and no patient impact was noted as a result.

Manufacturer narrative:
Visual assessment of the inserter confirmed the reported complaint of breakage. The distal tip has broken from the shaft at the weldment. Examination of the break area shows the shaft is slightly splayed. The weld appears adequate on both the tip and shaft. A review of the shaft component used to manufacture this device lot confirmed the shafts were welded to specification and met the test requirements. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.